Event description:
It was reported that the customer received emergency medical treatment for high blood glucose of 436 mg/dl, which he treated with manual injection. The customer had given himself a bolus to correct his blood sugar of 238 mg/dl that morning, but his blood sugar rose. The customer stated his chest was hurting. His symptoms included nausea, vomiting, and shortness of breath. The customer stated he did not have a back-up plan. He requested that emergency medical services be called. The customer was wearing the insulin pump at the time emergency medical services were called. Emergency medical services were advised that the customer had removed the infusion set and the needle was bent. His blood glucose was 400 mg/dl. He was treated with oxygen. The customer stated he was having a hard time breathing after emergency medical services were called. It was not known whether or not he was transported to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.